Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging due to ipg had flipped vertically. The patient underwent a pocket site revision procedure and a new ipg was implanted. The patient was doing well post-operatively.

Manufacturer narrative:
Sc-1232 sn: (B)(6). The returned ipg was analyzed and it passed the functional test and an electrical test. With all the available information, boston scientific concludes that the patient was having difficulty charging due to ipg having flipped vertically. The complaint was confirmed.

Event description:
It was reported that the patient was having difficulty charging due to ipg had flipped vertically. The patient underwent a pocket site revision procedure and ipg was replaced. The patient was doing well post-operatively.